Event description:
A caller reported that the cartridge was not fitting properly on the pump, as it was not fully snapped into place. Their blood glucose level was not adversely impacted and did not exceed 500 mg/dl. Technical support guided the caller to inspect the pump and pneumatic tap area, where an o-ring was found causing the issue. After cleaning the tap and removing the o-ring, the caller was able to reload the cartridge successfully, allowing them to resume insulin therapy.